Event description:
The reporter indicated that at the beginning of september, the keypad buttons became harder to press and were intermittently responsive. He stated that the keypad buttons had to be pressed in an upward motion in order to get a response. The patient reportedly wore the pump attached to his belt and did not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.